Manufacturer narrative:
A ge service rep performed an on-site investigation. The left monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system's left monitor went down during a procedure. No pt injury was reported.